Event description:
Philips received a complaint on an efficia cm12 monitor indicating that the customer had called for a speaker repair. A philips field service engineer (fse) went to the customer site and upon observing the screen, it was discovered that the instrument's alarm speaker was malfunctioning. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed there was an issue with the speaker; recalibrating the speaker failed to restore normal functionality, confirming that the speaker failure was the root cause of the issue. The fse replaced the loudspeaker, and the device returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution name: (B)(6).